Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2011. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification conformance is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a rheumatologist regarding a female pt (initials and age not provided) with gonarthritis. The pt's medical history included synvisc injections in 2004 and 2005 without incident. On an unspecified date, the pt initiated synvisc, 2 ml in her knee. On (B)(6) 2011, following the synvisc injection, the pt experienced voluminous effusion leading to hospitalization. A 40 ml of sterile synovial fluid was withdrawn. The action taken with synvisc was not provided. The pt's outcome was not yet recovered. Concomitant medications were not provided. The relationship between synvisc and the event of knee effusion was not provided by the reporting rheumatologist.